Event description:
A healthcare professional reported that a patient was injected skinvive¿ by juvéderm® and the hcp dissolved the skinvive¿ by juvéderm® with hylenex around the lip area. Additionally, the healthcare professional reported that the patient was injected with 1 ml of skinvive¿ by juvéderm® in the perioral skin. It was noted that there was inflammation along the right corner of the patient¿s mouth, and there was skin under left lower lip. There was no redness, swelling, or discoloration.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.